Event description:
It was reported that the patient experienced pericardial effusion. The lead perforated the patient and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.